Manufacturer narrative:
(B)(4). Follow-up with the authors of the article are in progress; information such as the lot number of the device is not available at this time. Device labeling: undesirable effects. The patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their doctor as soon as possible. The doctor should use an appropriate treatment.

Event description:
In the article "clinical experience with complications of hand rejuvenation" journal of plastic, reconstructive, and aesthetic surgery (2012) 65, the authors describe a "retrospective review of the management of 15 patients who presented with complications from the injection of synthetic fillers for hand rejuvenation" over a period of 10 years. Of the 15 patients, 3 were injected with ha filler. Patient "4" listed in table 2 developed "inflammatory symptoms" 15 months after injection with a ha filler for "hand rejuvenation". Per the authors: "our initial antibiotic regimen consisted of a least a two-drug therapy, such as a second-generation cephalosporin and a third-generation macrolide, for 7 days". Unknown if symptoms have resolved.